Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2004. The patient experienced erosion of the mesh many times. The patient underwent mesh removal in the operating room twice and numerous times in the office. Additional information has been requested.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.